Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4). Results: visual inspection of the lens showed surgical residue. On hepatic was torn off and missing.

Event description:
The surgeon implanted a silicone lens model aa4204vf and was damaged during implantation. The lens was removed without patient injury. The facility stated it is unknown as to what caused the lens damage.